Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection and an alarm log review identified alarm f36 as the reason for the reported problem. Alarm f36 was caused by a defective central processing unit (cpu) board. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.

Event description:
It was reported that a flogard infusion pump did not function. The process step that this malfunction was identified is unknown. There was no patient involvement. Additional information was requested and is not available.